Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Subject received a star in the right ankle on (B)(6) 2010. The subject developed a skin necrosis on (B)(6) 2010 and was treated with split thickness skin graft. The subject showed recovery on (B)(6) 2010

Manufacturer narrative:
The reported issue was evaluated by a hcp to define whether the product did contribute to the event. The hcp defined the case as sae, according to procedure dqi (B)(4) ¿clinical investigation - adverse event reporting¿ sae means serious adverse event and is non-device-related. Therefore a relationship between the reported event and the star implants can be excluded.

Event description:
Subject received a star in the right ankle on (B)(6) 2010. The subject developed a skin necrosis on (B)(6) 2010 and was treated with split thickness skin graft. The subject showed recovery on (B)(6) 2010.